Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The csr had called back to tse and was advised to reseat the blue fiber cable, which was lit red and perform a hard power cycle; the system initially came back up fine with no issues. However, the issue persisted and an fse went on site. Based on the field evaluation, this reported event was confirmed. The fse verified the presence of errors on the endoscope controller (ec) as indicated by dvstat remote troubleshooting. The ec was replaced. The system was tested and verified as ready for use. Isi received the product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted wedge-to-completion lobectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) on behalf of the customer regarding the surgeon losing illumination or vision during use. The surgical procedure was completed after the customer restarted the system and swapped the endoscope. The customer was inquiring about the vision loss. The tse reviewed the system logs and found multiple errors pointing to the endoscope controller (ec) on the surgeon side console (ssc) 1 and 2. The tse recommended a hard power cycle and cleaning all blue fiber cables to correct the communication issue. The clinical sales representative (csr) was not on site but was planning to notify the operating room staff of the tse recommendations. The customer called back tse via a three-way conference with the operating room staff and the surgeon revealed that there was a system message stating that the patient side cart (psc) was not connected to the vision side cart (vsc). The tse reviewed the logs and found the second from the top blue fiber port on the vsc was error out. After following tse troubleshooting steps, reseating the blue fiber cables which were lit red, and performing a hard power cycle, the system came back up fine, and the customer was continuing with the surgical procedure. The final procedure outcome was unknown.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Corrected data: field d9. Device evaluation: the endoscope controller (ec) was analyzed and found to have no functional issues when installed on an in-house system. The errors were confirmed in the logs which indicated an issue with the dual camera interface board (dcib) within the ec.